Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The alarm trace, qc and calibration data, and pre-analytical data were requested but not provided. The field service representative found liquid under the silver reaction cell covers. He checked and adjusted the detergent and rinse water levels. The customer performed qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 5.4 mg/dl. The repeated result was 9.5 mg/dl. The results were reported outside of the laboratory and a corrected report was issued. The reagent lot number and expiration date were requested, but not provided.